Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) the proximal segment of the lead was returned and analyzed. The distal conductor was fractured. The distal conductor was kinked/buckled, there was cosmetic depression in the outer insulation along with a white substance. There was blood (not obstructed) in the distal conductor. Concomitant products 4965 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the leads were returned to the manufacturer after being removed due to a heart transplant. The leads subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.